Event description:
Additional information from the physician was received stating that he thinks the ipg was flipping in her pocket after it was placed. The surgeon had to add an anchoring suture to hold it in place during the revision. It was also reported from the operating room representative that the patient had a stomach stapling procedure about one year ago and lost about 100 lbs. She also stated that the patient told her that after the weight loss when she was lying on her back, she would feel the device slide down her left side and flip upside down (underneath her skin). The or rep was told that the surgery was being performed, because of pain the patient was experiencing from device movement and the surgeon felt that by re-suturing the device, this would eliminate the pain the patient was experiencing. No additional or relevant information has been received to date.

Event description:
Operative notes from day of surgery were received. The notes list several types of sutures used including absorbable and non-absorbable; however, it is unclear which type was used to secure the generator. No additional or relevant information has been received to date.

Event description:
It was reported that the patient had discomfort at the generator site and was referred for a generator replacement. It was reported that the generator was repositioned. The doctor believes the cause of the pain was that the old suture broke free and the generator was migrating, and flipping in the pocket. No additional or relevant information has been received to date.